Event description:
It was reported that the pump would not power on during testing. The investigation results identified a charred printed wiring assembly and charred battery housing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a charred printed wire assembly, charred battery housing, and charred lens. Functional testing was unable to be performed due to the corroded printed wire assembly. The device was deemed beyond economical repair.